Manufacturer narrative:
Additional information : one (1) actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity tests were performed with no issues noted. The reported condition was not verified on the returned sample. The remaining seven (8) actual samples were not received; therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) minicap transfer sets ¿did not thread properly on the catheter set¿. This was identified before use. There was no patient involvement. No additional information is available.